Event description:
A us distributor contacted zoll to report that a patient developed a ulcer under the lifevest equipment. Patient described the area as red and itchy. There was no alleged device malfunction contributing to the irritation. Although the patient's nurse called into zoll to ask about treatment for the irritation, there is no indication of treatment of the irritation by a medical professional. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.